Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that both of the patient's leads migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced with a paddle lead to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.